Event description:
A female reported that she previously used renu with moistureloc multi-purpose solution for three months and discontinued use of the product in 2005. In 2006, she presented to an eye doctor. Her medical record revealed that the patient has uveitis, subretinal fibrosis left eye (os), cystoid macular edema (greater in the left eye than the right eye) and optic nerve edema. It was noted that the visual acuity in her right eye was improving. The patient previously used pred forte and atropine 1%; however, she discontinued use of both products because she felt that they irritated her eyes. The patient was treated with gentamicin for one week and was advised to restart use of pred forte. The patient was also advised to have an intravitreal triamcinolone injection in the left eye.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this liink but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.